Manufacturer narrative:
This product is in the possession of the insurance company and has not been examined.

Event description:
An insurance company is alleging that a humidifier caught fire and caused property damage to their insured's home.